Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿. The position of the cam when valve was received was 150mmh2o. The valve was hydrated. The valve was visually inspected; biological debris was noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was then pressure tested at 150mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records for the valve product code 82-3164, with lot cvbbvy, showed an nr report when released to stock on the 9th march 2016, the nr report issue had no link to this complaint. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, a hakim valve failed to reprogram and was revised. Patient presented with extreme fluid around valve. Clinician wanted to reprogram from 150 mm to 70mm. We were able to palpate and locate the valve, but with several attempts form several clinicians, they were unable to reprogram..this resulted in a revision surgery. Surgeon believes it a valve malfunction and is demanding a report. Certas plus was used to replaced. Patient stable after revision.